Event description:
During the implantation of an optimizer lite (ol) implantable pulse generator, it was determined that the patient's leads required intraoperative adjustment. The surgeon retracted the set screws of the v1 and v2 leads, but upon re-engagement and tightening, the v1 lead was unable to be inserted. This was attributed to the inability of its distal set screw to be tightened. The surgeon stated "the set screw had been retracted too far and had become misaligned with the bore and threads." At that point, the device was disconnected from both leads and swapped without incident. The unused device will be returned to (B)(4) for further evaluation.